Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had redness at the incision site found via examination/palpation on (B)(6) 2014. It was stated that otherwise the patient was healing well. Interventions included medication adjustment on (B)(6) 2014, where the patient was given a topical cream. The etiology was noted as the incisional site/device tract at the pump pocket and was related to the implant procedure. It was also noted the patient had a pump pocket seroma found via examination/palpation on (B)(6) 2014. Interventions for the seroma included aspiration of 31 cc of fluid from the seroma on (B)(6) 2014. The etiology for the seroma was also noted to be the incisional site/device tract at the pump pocket, and related to the implant procedure. The outcome was noted as ongoing event. The pump system was being used to deliver dilaudid and gablofen. 100 mg of doxycycline was administered on (B)(6) 2014. The patient was also instructed to apply silvadene to the area. The event resolved without sequelae on (B)(6) 2014. The patient went to urgent care (date unknown) and was told the site was infected. A culture was not obtained, and the physician on staff diagnosed an infection by visual examination only. They were started on ciprofloxacin. The site was healed as of a (B)(6) 2014 visit, and the event resolved without sequelae on this date.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(6), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information received from a health care provider (hcp) via a study noted that this was a therapy-related event, and the clinical diagnosis was a pump pocket infection. The indication for use was malignant pain. Dilaudid was being delivered at 250.0 mcg/ml and 210.89 mcg/day. Gablofen was being delivered at 200.0 mcg/ml and 168.71 mcg/day. The lot numbers were unknown.

Event description:
Additional information received reported both the redness at the pump site, initially reported/diagnosed on (B)(6) 2014, and the pump pocket seroma, noted on (B)(6) 2014, were not serious and were noted to be mild in their severity. In regards to the redness at the time site, there was minimal drainage. During the clinic visit that had occurred on (B)(6) 2014, the patient at that time had reported the prior visit to urgent care where she was told the site was infected and was started on ciprofloxacin as previously reported. In regards to the previously reported intervention, applying silvadene cream, this action had been taken on (B)(6) 2014. No further new information was provided.